Event description:
Continued patient complaint of swelling in neck. Scheduled to be seen on (B)(6) 2019. Before the appointment, the swelling ruptured into a small abscess/pocket. The physician cleaned out the abscess, packed it, and prescribed antibiotics. The patient was seen again on (B)(6) 2019 for skin debridement and wound closure. The patient was again seen in the clinic on (B)(6) 2019 and his symptoms had subsided with no draining or pain. The patient returned to the clinic on (B)(6) 2019 with bleeding and some redness with no fever. The physician prescribed antibiotics (augmentin). The patient came back to the clinic again on (B)(6) 2019 with swelling and was prescribed more antibiotics. Surgery took place on (B)(6) 2019 to address the continued swelling. The physician believes that the patient is experiencing an irritated salivary gland. The stimulation lead was removed from the nerve and cut at the ipg exit. The residual portion of the lead was capped. The ipg was repositioned. The physician will monitor the patient and plans to implant a new lead if the issue resolves.

Event description:
Patient reported that the stimulation was painful and that there was swelling in their tongue an on their neck.